Event description:
Pt was revised to address patella pain and malpositioning.

Manufacturer narrative:
Examination of the submitted device revealed evidence confirming the reported poor positioning of the patella component. A search of the complaint database did not reveal any other reports against the manufacturing lot. The root cause is being attributed to poor device positioning. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be reopened.